Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving prialt (ziconotide) 5 mcg/ml for a total dose of 1.8 mcg/day via an implantable pump for non-malignant pain and arachnoiditis. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event log report motor stall occurred and was active. It was noted that a motor stall and recovery occurred. The logs revealed a stall on (B)(6) 2019 at 07:48 pm with a recovery on (B)(6) 2019 at 11:21 am. It was noted a second stall (hard stall) began on (B)(6) 2019 at 05:07am with no recovery. It was noted the patient did not have any symptoms as of yet (time of call). The event date was (B)(6) 2019. Additional information received from a hcp called for pump off password. Another hcp came on the line and they confirmed they understood it was a permanent shut down. The pump off password was provided. It was noted that they were looking to shut down the pump due to the motor stalls. It was noted the patient had no change in pain. The cause of the motor stall was noted that they would await pump evaluation in the future if pump explanted. Actions/interventions included tried multiple interrogations with no success. The pump was turned off after 3 to 4 days without infusing. The patient had minimal worsening of pain. It was noted that the multiple motor stalls had not been resolved. The patient's weight was 65 kg. The pump status was remains in place. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's pain was adequate with the pump off. They were going to be observing the patient for awhile.

Manufacturer narrative:
Product analysis #703347488:analysis information -- 2019-11-25 16:26:19 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Device evaluated by MFR: the pump was returned, and analysis found a gear train anomaly in which there corrosion and-or wear and-or lubrication of the motor and a stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported logs that showed the second motor stall, (B)(6) 2019, re covered on (B)(6) 2019 at 2:45 pm. The pump stalled again on (B)(6) 2019 at 5:55 pm and recovered the same day at 11:36 pm. The last stall was from (B)(6) 2019 at 6:30 am and reached stopped pump duration exceeded 48 hours on (B)(6) 2019 at 6:30 am.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported they were assisting with the pump replacement today.